Event description:
It was reported that during a laparoscopic cholecystectomy, an error 5 instrument error was received with the shear. A second shear was used, tested the instrument and received another error 5 instrument error. Retorqued the instrument, tested it and received another error 5 instrument error. A third shear was pulled, tested the instrument and received another error 5 instrument error. Electrocautery was used to complete the case with no patient consequence. Two of the three devices were disposed of, one device returning.

Manufacturer narrative:
Analysis summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis results found that the device was returned with the blade scratched and cracked. The device was tested with a generator and an error code 5 was received. The identified blade damage may have occurred from external contact during pre-op or general use. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or intrument error." The batch record was reviewed and no anomalies were noted during the manufacturing process.